Manufacturer narrative:
B3 ¿ date of event: the exact date of the event is unknown; therefore, the first day based on the ICU medical awareness date was entered as the event date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump experienced pressure alarm issues. This alarm condition is associated with a high-priority alarm and could potentially interrupt therapy if it occurs during patient use. There was no reported patient involvement and no reported harm.